Event description:
It was reported that a patient presented to clinic for follow up. The right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2024. Additionally, the right atrial lead was capped and replaced on (B)(6) 2024 for an unknown reason. The patient¿s pacemaker was explanted and replaced with a new pacemaker on (B)(6) 2024 due to an unknown reason. Meanwhile, the left ventricle (lv) lead was capped on (B)(6) 2012 due to an unknown reason and explanted on (B)(6) 2024. The physician elected to abandon the implantation of the lv lead. The patient was stable throughout the procedure.